Event description:
It was reported that a pt underwent a gynecological procedure in /2008. During the procedure, within two minutes of use, the lights started to flash off and on and the blade seized. A second device was used to successfully complete the procedure and with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00398. The sample pt is represented in each medwatch.